Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and in the error logs, the (c-00 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all port recognized instruments.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the erbe had c-26 error on the bipolar port. Technical support engineer (tse) checked logs and confirmed the error pointing to erbe power supply and swapped the bipolar cable, multiple instruments and bipolar socket. Tse requested to restart erbe and make sure it is connected to a dedicated, well-grounded power outlet however error came back immediately when bipolar is fired. The erbe stopped working now completely and complete using third party generator. The procedure was completed with no reported injury.